Manufacturer narrative:
Additional information received reveals that the lens was explanted and another lens was placed in the patient''s left eye. The replacement lens used is a non johnson and johnson surgical vision lens. Incision was enlarged to 3.2 mm to explant the lens but no suture was placed. Patient did well and there were no issues at the time of discharge. Explanted lens is not being returned. As a result the following fields have been updated: section d7: date of explant: (B)(6) 2021 section h6: patient code - 4581 clinical code used for lens explant. Section h6: patient code: 2140 - glare surgical intervention required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient is experiencing significant issues with glare/halos at night and blurred vision. Patient is very unhappy with visual outcome in both eyes. Patient has requested explant, and states he wasn't expecting vision to be this bad. Explant procedure is yet to be scheduled. Additional details from follow-up state that the patient is unable to read well, and experienced loss of 2 or more lines best corrected spectacle visual acuity (bscva), not for distance, his near vision is poor. No further information provided. This MDR captures the issues related to patient's left eye. A separate report is being submitted to capture the issues of patient's right eye.